Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Super nova clinical study. It was reported that target vessel revascularization (tvr) occurred. The index procedure was performed on (B)(6) 2012. The 100% stenosed, 160mmx5.0mm target lesion was located in the mid superficial artery(sfa). The lesion was treated with direct stent placement of an innova stent and post-dilatation with 0% residual stenosis. Five days after, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, post-operative occlusion of the bypass graft to left sfa including pulse pressure amplification(ppa) was identified and the patient was subsequently hospitalized. Eight days after, another left common femoro popliteal bypass was placed to treat the previously placed graft occlusion. In (B)(6) 2015, the event was considered to be resolved without residual effects and the patient was discharged on the same day.